Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 40mg/dl; cause was unknown. A snack was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the log indicates that the lowest bg reading from (B)(6) 2019 was 60 mg/dl. A review of the log indicates that the lowest bg reading from (B)(6) 2019 was 57 mg/dl. Blood glucose (bg) of "low" (below 40 mg/dl) was recorded by continuous glucose monitor (cgm) on (B)(6) 2019 from 3:24:28 am to 5:59:28 am. On (B)(6) 2019 and (B)(6) 2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. A cgm alert 14 (transmitter out of range) enunciated on (B)(6) 2019 at 4:05:22 am. Allowing the cgm transmitter to go out of range prevents the user from continuously monitoring bg and potentially addressing an impending low bg.